Manufacturer narrative:
(B)(4). Investigation results: a flexiva laser fiber was received for analysis. The fiber was returned broken. The fiber most likely broke while packaging for return. Visual analysis revealed that the exposed glass fiber tip was unused. There was no damage to the fiber face within the connector. Functional analysis revealed that when the fiber was connected to the lumenis powersuite laser console, the attach fiber message disappeared indicating that the fiber was recognized by the console. The aiming beam exiting the tip was bright, clear and as a result of the break, scattered. Effective transmission was not measured due to the break. Since the customer did not state that the fiber was broken during the procedure, the fiber most likely broke while packaging for return. Therefore, the most probable cause of the broken fiber is unintended use error caused or contributed to event which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the reported event details and the condition of the returned device which showed no evidence that it degraded, the investigation conclusion code for this event is adverse event related to procedure which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this manufacturer report pertains to one of two flexiva ID tractip 200 laser fibers used in the same procedure. Please see MFR report # 3005099803-2018-61696 and MFR report # 3005099803-2018-61700 for the relevant report information. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 120 watt console with laser settings of 0.2 joules and 60 hertz. According to the complainant, during the procedure, it was noted that the laser fiber was not recognized by the laser unit (captured by MFR report # 3005099803-2018-61696). A second flexiva ID tractip 200 laser fiber was used however, it stopped working (captured by this reported). The procedure was completed with the third flexiva ID tractip 200 laser fiber. There were no serious injury not adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.